Event description:
It was reported that during a 12 month follow-up for a transvaginal procedure, the pt experienced vaginal erosion. Surgery was required for excision of an exposed bone anchor suture. The problem was resolved. No product was returned as the device is still implanted.